Event description:
On august 25, 2009, baxter technical support originally contacted corporate product surveillance to relay a report received from customer's bio medical technician who reported a flogard 6201 pump that seemed like it emptied a bag of heparin, 250milliliters (ml) at a very, very high (drip) rate during patient infusion in 2009. The infusion rate and patient condition are unknown. Two days later, additional information from the customer?s biomedical engineer was received stating that the pump was taken out of service and was tested. The pump appeared to be functioning normally. He did not know at this time if the pump would be returned to baxter. In the next day, the risk manager stated the patient is a male who was being infused with heparin (manufacturer still unknown) at a rate of 10cubic centimeters (cc)/hour (1000 units heparin/hour). Infusion was started at 9:02 pm and when the patient was checked at 10:30 pm most of the 250ml bag was empty. The nurse noted the pump display read volume to be infused (vtbi) = 227cc. Therapy was immediately discontinued. A second nurse was called in to check the pump set up and confirmed the pump was correctly set. The nurses did not note anything unusually about the pump or tubing other than the overinfusion. Patient is currently stable with regard to event. Despite baxter?s attempts, no additional information could be obtained regarding this event.

Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 69205p100 were in use. This issue was resolved with the implementation of lot 70431p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, other lot #: reaction vessel lot 70431p100 was added to other lot #, as this lot is also associated with remedial action 1415939-2/27/09-003-r. Architect i2000sr analyzer, list # 3m74-01, (B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as another lot of the suspect reaction vessels were in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device, lot # : additional suspect medical device lot 70431p100, device manufacture date: 10/31/2008 expiration date: n/a. Concomitant medical device: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.